Event description:
It was reported that the patient had a "malfunctioning and unanchored machine" for about 2 years. It was noted that the patient's new health care provider (hcp) was considering a replacement device for the patient. No further information was available at the time of this report. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).